Manufacturer narrative:
Device is available and will be forwarded to manufacturing site for evaluation.

Event description:
Date of surgery: (B)(6) 2013. Type of procedure: endoscopic tumor removal. The surgeon noticed movement in the arm at the connecting joint to the neuro pilot. He felt as though the arm was not locked into place and when he was not trying to move/pressing the button, the arm drifted up to 1 cm.